Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had to change the insulin pump¿s battery twice a day. No battery would hold. The insulin pump would alarm that the battery needed to be changed even though they had just changed it a couple of hours ago. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer had also received multiple power loss alarms when the batteries were out of the insulin pump for less than 10 minutes. They also received a post reset ram alarm. Troubleshooting was not completed. The device will be returned for analysis.

Manufacturer narrative:
Pump received with blank display and pump heating up due to corroded battery tube. Unable to verify power loss alarm, pump error alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display and pump heating up. No unexpected beeps during testing. Pump received with broken belt clip rails, scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.